Event description:
The customer stated that he was hospitalized with a blood glucose reading of 28 mg/dl. The customer stated that he apparently took too much insulin to treat for a high blood glucose reading. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.